Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 19mm 3000tfx aortic valve implanted for 9 years, 11 months underwent a valve-in-valve procedure due to unknown reasons. The device was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections: a1, a4, b5, b6, b7, h6 health effect - clinical code, device code(s), and type of investigation. H11 corrected data: section: a2 age, d6b. Explanted date, h6 health effect - impact code.

Event description:
Through the implant patient registry, it was learned that a patient with a 19mm 3000tfx aortic valve implanted for 9 years, 11 months was explanted due to calcification, severe stenosis, and moderate insufficiency. The device was replaced with a 21mm 11500a aortic valve. Per medical records: the patient presented with decompensated heart failure nyha class iii with atrial fibrillation. She underwent redo avr, and ascending aorta replacement with a 28mm hemashield graft. Intraoperatively the annulus was debrided and sized to 21mm valve. The 11500a was implanted, seated and secured with the cor-knot device. There was significant coagulopathy while weaning from bypass. Once hemostasis was adequate the patient was taken to the recovery unit in a critical but stable fashion. On pod #15, the patient was discharge home with home health. Hospital path report: synthetic heart valve with associated valvular type tissue with calcifications and mild inflammation.

Manufacturer narrative:
H3: customer report of calcification, and stenosis were confirmed through observed calcification. Report of insufficiency cannot be confirmed through visual observation. Commissures 1 appeared bent outward. X-ray demonstrated heavy calcification was observed on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had a cut around the valve. Updated sections: d4 expiration date, d9, h2, h3, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.